Event description:
Zoll customer support reviewed a (B)(6) female pt's download while a pt service rep (psr) was assisting the pt for an unrelated issue. The pt's download revealed numerous artifact related auto-events and can comm timeout flags. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (artifact related auto events / can comm timeout flags) has been confirmed. Upon eval, there was an open green wire (belt discharge) and an open brown wire (lead-IV) inside the cable connecting ECG electrodes c and d. The cause of the artifact related auto events and can comm timeout flags are the open wires inside the cable. The root cause of the open wires cannot positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged wires. The pt received a replacement electrode belt.